Event description:
The lay user/patient contacted lifescan alleging that the product was having the following power related issue: "does not turn on / strip insertion" which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject test strips of evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.